Event description:
It was reported when using the bd smartsite needle-free connector, the device experienced flow issues, and a blocked product. The following information was provided by the initial reporter. The customer stated: smartsites for attachment to central lines behaved as if blocked.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21045956. Medical device expiration date: 2024-04-13. Device manufacture date: 2021-02-14. Medical device lot #: 21035776. Medical device expiration date:2024-03-24. Device manufacture date: 2021-02-04. Investigation summary: a 2000e-04 product was not available for investigation; however the customer indicates that the complaint samples were from lot 21045956 and lot 21035776. The customer indicates that the smartsite could not be flushed, when attempting to infuse saline. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21045956 and lot 21035776 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. Additionally previous investigations have also determined that features on the surface of the male luer of the connecting products may also contribute to occlusions of this nature. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance as the connecting product and affected product were not available for investigation it could not be determined which is the most likely root cause for the customer's experience in this instance. Please note, in order to minimize reports for occlusions of this nature, the manufacturing site has repaired the assembly machine to ensure that an adequate amount of fluorosilicone is injected into each smartsite. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e-04 product in the past 12 months.

Event description:
It was reported when using the bd smartsite needle-free connector, the device experienced flow issues, and a blocked product. The following information was provided by the initial reporter. The customer stated: smartsites for attachment to central lines behaved as if blocked.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-08. H6: investigation summary two 2000e-04 samples were received in opened packaging from lot 21035776 and 21045956; no connecting products were received to assist the investigation. Functional testing involved connecting both received samples to a 50ml bd plastipak syringe from stock; fluid was flushed through and no occlusions or flow restrictions were observed. The piston of the smartsite opened for both samples upon connection to the syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21045956 and lot 21035776 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. CAPA 1998036 has been initiated. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. Additionally previous investigations have also determined that features on the surface of the male luer of the connecting products may also contribute to occlusions of this nature. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance as the connecting product was not available for investigation it could not be determined which is the most likely root cause for the customer's experience in this instance. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e-04 product in the past 12 months.